Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay user/ patient contacted lifescan (lfs) alleging the meter displayed inaccurate erratic readings on the lifescan ultra2 meter. The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the patient that between 7-9am on (B)(6) 2014 the alleged issue began. The patient reported obtaining inaccurate erratic blood glucose results of ¿98 and 136mg/dl¿ on the subject meter, obtained less than 20 minutes apart. Such a comparison meets the criteria necessary for lfs to determine the possibility of an inaccuracy. The patient does not currently take any medication to manage her diabetes. However, 5 days after the alleged issue the patient claimed to develop symptoms of lightheadedness and shaking hands. On (B)(6) 2014 at 10am the patient claimed to receive emergency IV fluid treatment from a health care professional (hcp) in ER. At the time of troubleshooting, the cca determined that the correct sample site and unit of measure was used at the time of testing. Replacement products have been sent to the patient. Based on the information provided; this complaint is being reported based on the following conclusions: based on the following information provided, the patient did suffer symptoms suggestive of a serious injury after the alleged product issue began. The alleged product issue with the lfs device could not be ruled out as a cause or contributor to this event.